Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed a b30 error. The event occurred during preparation or use. There was no patient involvement, no harm or user injury reported due to the event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The product has not been returned to the repair department, and the condition of the subject device cannot be confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.